Event description:
Caller reported a cgm error 42 on the pump, indicating a recurring issue as it was the third occurrence and confirmed in the history. There was no adverse impact to the customer's blood glucose level reported. User had completed a pump reset before contacting support, but the issue remained unresolved, leading to a pump replacement being organized. Caller agreed to follow instructions to send the problematic pump back using a pre-paid label and understood how to put the pump into storage mode before returning it to tandem.